Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult introducer insertion was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4.5fr microintroducer dilator/sheath. Blood residue was observed throughout the sample. The tip of the peel-apart sheath appeared to be buckled and deformed. Microscopic inspection of the distal end of the sheath revealed several longitudinally aligned splits. The edges flared outward. Abundant buckling was observed near the distal end. The buckling, outward flaring edges and splits were consistent with damage caused during attempted insertion through a too-small incision and/or at a too-steep insertion angle. The product IFU states ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿ a lot history review (lhr) of recn0638 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the child patient underwent catheter placement on (B)(6) 2019. Puncture went smoothly and it was found that guiding sheath could not pierce into the blood vessel. Withdrew sheath, re-punctured, still failed. Re-withdrew and found that the tip split. Replaced with new seldinger, and punctured successfully."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0638 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the child patient underwent catheter placement on (B)(6) 2019. Puncture went smoothly and it was found that guiding sheath could not pierce into the blood vessel. Withdrew sheath, re-punctured, still failed. Re-withdrew and found that the tip split. Replaced with new seldinger, and punctured successfully."